Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip was positioned within the patient's colon. The clip advanced from the over sheath, however the clip failed to open and would not release from the catheter. A second resolution clip was used to complete the procedure without complications. The patient was reported to be "fine" post procedure.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the resolution clip was positioned within the patient's colon. The clip advanced from the over sheath, however the clip failed to open and would not release from the catheter. A second resolution clip was used to complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was deployed, as the control wire was separated per design; however the deployed clip assembly was found to be mashed onto the bushing. The over sheath was not returned with the device. Based on the evaluation conducted and the details of the complaint, the most probable root cause for this complaint is operational context. The damage to the clip assembly may have been a result of anatomical or procedural factors that were encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient is over 18 years old. Although the exact event date is unknown, it was reported that the event occurred a "couple of weeks ago." Component code (758) relates to device code (2541) for the reported event of clip failed to disconnect from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.